Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtmb2q1 ICD; 429878 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise with short v-v intervals caused by electromagnetic interference source. It was noted that the right atrial (ra) lead had under-sensing. Reprogramming was done and the leads remain in use. No patient complications have been reported as a result of this event.